Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a failure code 810:11. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 810:11 was confirmed and reproduced by baxter personnel during product evaluation. The root cause was assigned to moisture in the pump head module channel. The pump head module was replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.